Manufacturer narrative:
Malfunction manufacturing evaluation: the valve was received in the original packaging. It was in a transparent plastic bag. Visual inspection - we could see a deformation and scratches on the housing of the valve and some salt residues. Measurements of the plan paralleslism could confirm this, and the valve was clearly out of the accepted tolerance. Permeability test - a permeability test has shown that the prosa valve is permeable. Adjustment test - the prosa valve was tested and is adjustable throughout the normal range. Braking force and brake function test - the brake functionality test has shown that the brake function is fully in place. Results - the investigation has shown that the deformation does not affect the function of the valve. We cannot detect any malfunction of the valve. To avoid a deformation when adjusting a valve before implantation a moderate force with the adjustment tool is sufficient. Do not use the button. Stron pressure can cause damage to the housing, which might affect the valve function. It is important to position the tool in the center of the valve. Please keep the tool in a right angle to the top of the valve. Normally, not very much power is necessary to adjust. For pre-operative adjustments we recommend the use of the check-mate. We can exclude a defect at the time of release, as it met all specifications of final inspection when released.

Manufacturer narrative:
The actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 e2. No information e3 unknown

Event description:
It was reported that there was a faulty valve. Surgeon was trying to adjust valve before surgery and could not get it to stay on the preferred setting.